Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred, the patient had chest pain, dyspnea, st segment elevation myocardial infarction (stemi) and died. Left heart catheterization was performed and four synergy ii stents were implanted (lot # 22004570 ramus, lot # 21857814 ramus, lot #21929876 circumflex, lot # 21644587 left anterior descending artery). Intravascular ultrasound was not used pre or post intervention. Within 4 hours, the patient had chest pain, dyspnea and stemi and was brought back to the catheterization lab. Access was obtained and an attempt was made to visualize the coronary arteries; only the left main artery was visible due to a large thrombus at the left main artery (lm). None of the stent were believed to be open. The physician was not able to get the guidewire down any of the vessels except the circumflex. Thrombus was seen in the stent implanted in the circumflex. The circumflex was ballooned. The patient died during the procedure.